Event description:
On 11/15/2023, it was reported by a sales representative via (B)(4) that an ar-1410lp reamer tip broke off; the issue was noticed when starting drilling that something was off. The case was completed with a replacement. This was discovered during an unspecified procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint cannot be confirmed due to the device being unable to be visually and functionally evaluated. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a user error, such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use.